Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding that the receiver ceased to function within the relevant dates of the investigation. The receiver functional test was performed and it passed all the relevant testing. The receiver case was opened for an internal visual inspection and passed. The reported event that the receiver ceased to function was confirmed. The root cause could not be determined.